Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received excessive no delivery alarms. Customer's blood glucose was between 200 mg/dl and 300 mg/dl. During troubleshooting, customer changed infusion set and reservoir and manually pushed plunger and insulin did not exit causing no delivery alarm. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump received with currents in spec. Device passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. Device had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window. No unexpected excessive no delivery alarm. Numbers does not ramp up on its own or scroll bar moving with no input.